Manufacturer narrative:
See attached. - attachment: [wd011615.pdf].

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a left total hip arthroplasty and was suffering ringing in ears, hearing loss, numbness in all fingers of the left hand, fine tremor of the right hand and has developed elevated cobalt levels. FDA medwatch report # mw5092399.